Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the patient with disposible defibrillation/ECG electrodes to provide defibrillation shocks. According to the reporter, the device alarmed "connect cable" when the charge button was pressed and would not charge. A backup AED already at the scene was used to deliver a shock but the patient was not resuscitated. The reporter indicated that the delay in therapy did not cause or contribute to the patient's death because the patient was not viable.

Manufacturer narrative:
Medtronic evaluated the device and observed a low voltage pin broken off from the therapy cable and stuck in the device's therapy connector. The therapy connector and the therapy cable were replaced. Medtronic reviewed daily shift checks to visually inspect and to test therapy cables with test loads.